Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer alleges that during nephroureteral stent placement procedure, the stent initially failed to correctly detach and required additional manipulation by the physician. During stent readjustment, the stent was improperly positioned and migrated into the patient's kidney. The patient was transferred to the urology department for stent repositioning. The procedure was completed without consequence to the patient.